Manufacturer narrative:
Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 42mg/dl. Reportedly, the customer believed to have delivered a 1.5 unit bolus prior to the event; however, pump data review by tandem technical support confirmed the customer delivered a 15 unit bolus. Bg was treated via glucagon, and intravenous saline. Reportedly, the customer was released 5 hours later with the issue resolved and no permanent damage.